Event description:
Add'l info rec'd from MFR 11/9/99: the report was sent to co's marietta, ga facility on 10/12/99, and was forwarded to author's office for reply. Co regrets that it is unable to conclude that a device mfg by firm was involved in the incident described. Please note that there are no model number.control numbers indicated. Although firm mfg a cpa device, is is not intended for use in a surgical setting, or for invasive use as descibed in the event text. Co has searched its complaint database, and has found no report of an incident similar to this. Co is unable to contact the rptr, since anonymity has been requested.